Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not responding properly. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, stained end cap sticker and a stained address and serial number label.